Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified de novo mid right coronary artery that was 95% stenosed. Pre-dilatation was done with a 2.0 x 8.0 mm, 2.5 x 12 mm and a 2.5 x 18 mm unspecified balloon catheter and a 2.5 x 33 mm xience prime stent was implanted. A distal edge dissection was then noted which was treated with an unspecified xience prime stent to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.